Manufacturer narrative:
The anti-hbs ii reagent expiration date was not provided. The cobas 8000 e 801 module serial number was (B)(6). The diluted results were considered below the measuring range. The field service engineer visited the customer's site and informed the customer that the value of 912 iu/l could be reported to the clinicians as a reference value. To determine the true value, a follow-up blood collection for testing was recommended. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys anti-hbs ii assay on a cobas 8000 e 801 module. Initial result: >1000 iu/l (undiluted). 1st repeat result: <200 iu/l (tested with a dilution factor of 1:100). 2nd repeat result: <100 iu/l (tested with a dilution factor of 1:50). 3rd repeat result: 912 iu/l (undiluted).